Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer reports that they receive preliminary lab results but not subsequent and/or final lab results. There was no reported pt injury associated with this event.